Event description:
It was reported the patient did a recharge session last night; he was instructed over the phone by his manufacturer representative to do a physician mode recharge (pmr) at home because he had not used stimulation in about 1.5 years. The patient wanted to give the stimulator another try because he did not want to stay on oral medications. This morning the patient went to check the charge level of the implantable neurostimulator (ins) and did ¿something¿ and the ins suddenly kicked on. The patient then experienced an overstimulation sensation. The patient was unsure what buttons he pressed. It was noted the patient had an emergency, he was in great pain and it was excruciating to walk. A power on reset (por) condition was reported and noted to be a warning por. It was reported the patient normally felt stimulation in his feet and lower pain but today he experienced painful stimulation down his legs and into his feet. It was noted the patient was thinking about getting the device system taken out because it had not provided the therapy he expected. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).